Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the inner coil was kinked, consistent with procedural damage at the distal region of the lead, which caused the guidewire not to be able to be inserted. The cause of the reported event was isolated to procedural damage. No other anomalies were observed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event will continue to be monitored and trended.